Event description:
It was reported that a patient took part in an ous clinical study with disc instrumentation. At an unknown time post-op, patient injured shoulder and had an MRI done and thinks the injury may have affected the implanted disc. Patient claims pain in the neck and above the shoulder blade. A revision has not been done. Patient later stated pain and intermittent tingling down the arm. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.